Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock. The customer's blood glucose level was 240 mg/dl. Reportedly, the customer used cold insulin to load the cartridge. The customer primed the tubing until no air bubbles were observed.